Event description:
It was reported via clinic notes from (B)(6) 2011 that the pt began having myoclonic jerking since late 2010 and was seen in the emu in february. He had myoclonic seizures and was significantly sedated with medication. Pt has been seizure-free since february. Physician feels the pt's device may be near end of service, though eri = no. The physician will consider replacing vns now versus waiting for battery to die, though no surgery has occurred to date.